Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100; lot number - the correct lot number is 278511-05; expiration date - 04/30/2017.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. No load was affected. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Corrected data: the customer clarified the issue was with the sterrad® sealsure chemical indicator tape not the sterrad® chemical indicator strip. Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is unknown. Expiration date - the correct expiration date is unknown. Method: actual device not evaluated. Result: no results available since no evaluation performed. Conclusion: failure to follow instructions. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). DHR review could not be performed as the lot number is unavailable. Lot trending could not be performed as the lot number is unavailable. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "limited." The product was not returned; therefore, no visual analysis was performed. The assignable cause of the issue can be attributed to user error. The customer acknowledged the tape used had expired. The tape has been discarded and the customer reports the issue has been resolved. The issue will continue to be tracked and trended.